Event description:
It was reported to philips that geo movement was partly available during use, and the system restart failed on a azurion 3 m15. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
It was identified that further service activities were required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).